Event description:
Event description guidant received information that the right ventricular (rv) impedance was elevated and out-of-range. An invasive procedure was performed, during which it was found that the implantable cardioverter defibrillator (ICD) header was loose from the device case.